Event description:
It was reported that pump experienced repeated malfunction alarms with code 12 and corresponding fault notification, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy. Technical support informed customer that a replacement pump with updated software would be sent.